Manufacturer narrative:
It was reported that during the procedure, within the hemostasis valve, it was observed that the intrathecal three-way valve was missing a gasket distal to the washer and y-cap. The reported symptoms included continuous bleeding, inability to tighten the valve properly, and blood flowing back through the system. The device was replaced with a new 8f amplatzer torqvue delivery system, and the procedure was successfully completed. The patient was reported to be in normal condition following the intervention. The returned device confirmed the reported issue. The missing component was determined to be a potential product quality issue. Exception (issue) 135694 is initiated for further investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported event is under further investigation per internal procedures.

Event description:
It was reported that on (B)(6) 2025, a 8f amplatzer torqvue delivery system was chosen for a procedure. During procedure, while expelling gas before surgery it was noted that the intrathecal three-way valve was missing a silicone ring. The symptoms are continuous bleeding, inability to tighten properly, and blood flowing back. A new 8f amplatzer torqvue delivery system was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported normal.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.